Event description:
It was reported that the small intestinal videoscope exhibited image interference. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the alleged reportable malfunction was due to damage on ccd (charged coupled device) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.